Event description:
It was reported that the ilet issued an occlusion alert indicating resistance in the insulin delivery pathway. The alert resolved after the patient performed a complete supply change and dismissed the alarm. No reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no medical intervention beyond supply replacement and no interruption in therapy after the change. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that replacing the supplied resolved the occlusion condition, suggesting a transient blockage or flow restriction. It was concluded that the event was consistent with an insulin delivery occlusion, with resolution after supply change and no patient harm.